Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during skin closure on open total knee replacement surgery, while using interruptive technique, the thread broke. Another suture was used to complete the case. There was no patient injury.